Event description:
This trapease filter was originally implanted in 2001 due to pe and a dvt in the vena cava. The pt was recently admitted again due to (swelling in the lower extremities) an acute thrombosis of the filter.